Event description:
During a procedure, the subject device activated seal and cut output 2-4 times and an open circuit error displayed before the usual 3 second delay. The instrument was replaced and the open circuit error came up twice when user tried to cut with a new instrument. The new instrument was cleaned and then worked well for the remainder of the procedure. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad partially separated from the metal part of the grasping section. It did not fall off. There was a contact mark of the probe and jaw. When the probe check was performed, no abnormality occurred. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated, the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicated that the probe and grasping section were in contact with each were made. Due to the contact during activating output, the short circuit error or probe damage error displayed, not the open circuit error. Note that the instruction manual prohibits activating output while grasping nothing in the grasping (including after the tissue separated). Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.